Event description:
Same case as MDR ID 2134265-2014-06541 and 2134265-2014-06539: it was reported that a death occurred. Vascular access was obtained through the femoral artery. During a percutaneous coronary intervention (pci), the physician canulated the 90% stenosed de novo lesion located in the moderately tortuous and mildly calcified left coronary artery with a 7f mach 1 fl 3.5 and then parked the wire. After pre dilatation, the physician was attempting to place the stent, but the guide catheter dissected the left main artery. The physician deployed the 3.5x20mm promus element¿ stent to cover the dissection. Because the dissection flap extended up to the ostial proximal left anterior descending artery (lad), the physician deployed the second stent which was a 3x24 promus element¿ to cover the extended dissection flap. Post procedure, the patient¿s left ventricle ejection fracture came down to 20% which led to cardiac arrest. The patient was then transferred to the intensive care unit (ICU) and died 2 hours later due to complications.

Manufacturer narrative:
Device is combination device. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).